Manufacturer narrative:
Event description: updated, device returned for evaluation: updated, device codes: updated, device evaluated by manufacturer: updated, device evaluation codes: added. Product evaluation: failure analysis for fiber (B)(6): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: the tip of the fiber was not cleaned during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure, at 32,540 joules and 5:20 minutes, "side fire to end fire" was noted. The fiber was exchanged and the second fiber was used to complete the procedure. Patient outcome: "no injury".